Manufacturer narrative:
The physician reported the patient was admitted to the hospital in 2008. It was determined she may have developed a mrsa infection necessitating IV antibiotics and hospital admission. The patient was diagnosed with impetigo due to a staph infection and released from the hospital five days later, with prescription for oral antibiotics. A review of the device history records indicates that the reported lot #1011019, met all specifications. A search of bioform medical's adverse event database was conducted for lot #1011019. No other reported infections were revealed for this lot.

Event description:
Physician reported a patient injected with radiesse dermal filler in the nlf, has developed a possible infection. The patient is complaining of redness, swelling, pain, and a hot, crusty area at the base of the nose, two days post-injection. The next day the patient's swelling spread to the forehead and she developed blisters over the right side of her face. The physician admitted her to the hospital in 2008.